Event description:
The reporter stated that the surgeon was inserting a toric single piece silicone lens model aa4203tl and the lens tore and a portion became stuck in the cartridge and a portion went into the eye. The surgeon removed it without enlarging the incision and replaced it with another same model lens. No pt injury. The injection system they used is not recommended in the labeling for this type of lens.